Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had replace battery now alarm without low battery alarm. Customer¿s blood glucose was 151 mg/dl at the time of incident. Customer state this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.